Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed with the returned modular cable (lot # 181913). The returned modular cable was connected to laboratory equipment and the reported alarm was able to be reproduced. Electrical testing of the device determined an underlying wire was severed/opened contributing to the alarm. The modular cable was dissected for visual inspection of each layer. Removal of the armor layer revealed a damaged/crushed area approximately 6 inches from the in-line connector end. Removal of the other layers revealed compromised underlying wires. A root cause that attributed to the compromised underlying wires being crushed and damaged could not be determined during the evaluation. Device history records were reviewed and the records revealed that the heartmate iii modular cable (lot # 181913) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline power fault alarm. Driveline power fault alarm 1. Call your hospital contact immediately for diagnosis and instructions. Under section 2, entitled ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. Under section 8, entitled ¿equipment storage and care¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a driveline power fault alarm that appeared on the controller and the monitor. The alarm was permanently muted and the controller and modular cable will be exchanged.